Event description:
An affiliate reported that the hub of a 3.0 x 33mm cypher select + was noted to be cracked, when it could not be deployed. The device was removed without difficulty by being withdrawn into the guide catheter. There was no pt injury. The procedure was completed by using a stent xience v. The product will be returned for analysis.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Product return is anticipated, but the product has not yet been returned. Additional info will be submitted within 30 days of receipt.